Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown morphine drug and bupivacaine via an implantable pump for unknown indications for use. It was reported that the patient experienced increased pain. At the time of pump refill it was noted that 7.4mls was expected in the pump reservoir and the actual residual was noted to be 19mls. The patient was ordered to have an urgent catheter evaluation; catheter evaluation was unsuccessful. They were unable to enter/withdrawal from the catheter access port. The patient went to hospital for significant increased pain and had the pump and catheter replaced.

Manufacturer narrative:
Continuation of d10: product ID 8781 serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 16-feb-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.